Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated at the macloc connection point approximately one week after a ptbd procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: b5-after further review of the record, it was determined that it should be noted that the device was placed in the chest (biliary). Investigation evaluation: a review of the device history record, complaint history, and documentation of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, the customer did provide images of the failure. The images show the hub separation and flare within the proximal end of the tubing. Without the return of the device, we are unable to determine if the device is non-conforming. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Additionally, there are no complaints associated with either subassembly lot. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: age or date of birth, weight. Additional information/corrected data: adverse event/product problem. Outcomes attributed to adverse event: required intervention to prevent permanent. Impairment/damage (devices). Event: after further review of the record, it was determined that information (received 25apr2018) was inadvertently omitted at the time of the follow-up MDR which clarified the catheter was replaced with another. Type of reportable event: serious injury. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.